Manufacturer narrative:
(B)(4). Final analysis - final device analysis of the pump showed no anomalies. The catheter was not returned. Reason for late MDR due to implementation of process improvement.

Event description:
Additional information: it was later reported that during surgery, the catheter was also observed to be corroded along with a kink that was previously reported. It was also noted that patient had no signs and symptoms. Patient outcome was noted as resolved without sequela as of (B)(6) 2006.

Event description:
It was reported that the pump was replaced for suspected battery depletion. A kink in the catheter was found at the proximal portion of the catheter, which was revised. The medications being delivered via the device system were morphine sulfate, bupivicaine, and clonidine.